Event description:
It was reported that the pump repeatedly displayed cartridge alarms. There was no adverse impact to the customer¿s blood glucose level as no information was available. The complaint was closed without returning the pump since no further action was taken by the customer.